Event description:
It was alleged by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity and have undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product not explanted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, as a result of having the product implanted, the patient has experienced mesh erosions, constriction syndrome posteriorly and painful intercourse.

Event description:
Per additional information received, the patient has experienced blood loss, bleeding, oozing, mesh exposure, mesh extrusion, mucosa/thinning of mucosa, palpable mesh, discomfort in leg with traction, bands of mesh/feels radiating laterally, pain, pelvic/vaginal pain, dyspareunia, ¿notices something is sticking out of the right side her labia¿/sutures on right labia (foreign body in patient), weight loss, firmness to introductory site of vagina, emotional breakdown, numbness in left leg, palsy secondary to injection, easy bruising, injection running out of the vaginal area, upset, mesh reaction (foreign body reaction), scarred tissue, inflammation, stress, anxiety, pain right buttocks/thigh, roughness around the suburethral area/mucosa, bacterial vaginosis, headaches, thigh pain/inner thigh turn red, interfering with quality of life/ability to work/has to take frequent breaks/intolerable intercourse, posterior wall defect, visible mesh, vaginal discharge, fevers, decrease in appetite, not getting enough sleep, cellulitis, anemia, hemoglobin dropped/low postoperatively, low red blood cell count, hematocrit low, foreign body/vaginal mesh, granulation tissue, non-surgical and additional surgical interventions.